Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the access line post pump. The specific defect that allowed the leakage was not visible. Review of the video showed that the effluent pre-pump line was disconnected from the support plate. A non-homogenous mark of solvent could be seen on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported conditions were verified. The cause of the defect allowing the leak was not determined as no further or actual sample testing could be performed. The cause of the tubing disconnection was determined to be related to the inadequate solvent applied to the set components during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line post pump of a prismaflex m150 set during continuous renal replacement therapy. Additionally there was a disconnection of the effluent line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.